Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, the obturator that was placed into the balloon and trocar broke off. They also had trouble removing the obturator from the trocar. Accordingly, this device was removed from the box and assembled, but after it has been assembled, the top of the obturator broke off inside of the assembled balloon and trocar unit. A new device was used to resolve the issue and complete the case. There was no patient injury.